Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the issue began shortly after replacement ((B)(6) 2016). The troubleshooting performed included x-ray, pump side port aspiration, and attempted dye study. The patient was referred to a surgeon (different than implanting), who repositioned and secured the pump. It was determined that only 2 of the 4 sutures (for anchor) were identified. The finding was discussed with the implanting surgeon.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: neu_unknown_cath, lot# serial# unknown, implanted: (B)(6) 2008, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an intrathecal unknown medication via an implanted pump for spinal pain. The event date was unknown. The patient experienced a volume discrepancy and environmental/external/patient factors that may have led or contributed to the issue included the pump flipping. It was unknown what diagnostics/troubleshooting was performed and what actions/interventions were taken to resolve the issue. The issue was resolved at the time of this report and the patient's status was "alive-no injury." The pump pocket was opened and the existing catheter was found to be coiled. The surgeon uncoiled it and confirmed cerebrospinal (csf) flow.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.